Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 25 and 36 hours. The patient reported insulin leaking while wearing the pod. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The exposed portion of the soft cannula was observed to be flattened and bent. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed during the leak test. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.